Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the right eye of a patient in a secondary procedure owing to a refractive surprise. A new lens was implanted in the eye. No further information has been provided.

Manufacturer narrative:
(B)(4): explant of an intraocular lens.refractive surprise.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The lens was returned in one piece for investigation. Visual inspection using a microscope at 12x magnification showed the lens was identified as tecnis multifocal acrylic 3-piece intra ocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. Diopter measurement was performed by a certified operator according to the optical specifications. Lens passed the optical properties for a 22.5 diopter intraocular lens. No deviation was detected in the complaint lens. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.